Event description:
On 06/08/2000, the international distributor's field assurance coordinator informed the manufacturer's (MFR) international representative of the following: the security balloon works, but not the balloon inside the catheter. They also have two (2) unused devices same catalog/lot number in stock they would like to return with the problem device. On 06/09/2000, the MFR's international representative informed the MFR that it was the internal balloon connected to the safety balloon that would not inflate. No further details were provided.